Event description:
It was reported that a patient received a system error 2240 (air in line/set) during use of the homechoice machine. According to the report, the patient stated that this occurred during drain one of six. The technical services representative assisted the patient in clearing the alarm. During troubleshooting, the patient stated that they disconnected from the machine without pushing stop. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, it was reported that the patient disconnected from the machine before pressing stop. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides instructions for properly opening the transfer set. Users are not instructed to disconnect during therapy unless for an emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.